Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 8042b ipg implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular (lv) lead displayed rising thresholds. Impedance was within normal range. The right atrial (ra) lead displayed high thresholds, no capture and high impedance. There was no noise observed on the electrogram. The ra lead was reprogrammed and the lead remains in use for atrial sensing. No changes were made with the lv lead and the lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received that the right ventricular (rv) lead, ra lead and lv lead all displayed high impedance, high thresholds and no capture. It was suspected that the leads were fractured. All three leads were explanted. A new rv lead was implanted and the ra and lv ports were plugged on the device. No further patient complications have been reported as a result of this event.